Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to ve v.a.c. Whitefoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c. Therapy system would be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the pt's clinical presentation, rather than a fixed schedule.

Event description:
The following information was reported to kci by the kci representative: on (B)(6)2015, the pt alleged that he was on v.a.c. Therapy about eight years ago and later the physicians found a piece of v.a.c. Whitefoam dressing that had been left in the wound, the graft failed, and he has had problems ever since. No additional information available at this time. The v.a.c. Whitefoam dressing lot number is not available, therefore a device history review could not be performed.